Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's programmer did not accurately reflect the drug and concentration previously contained in the pump and was updated in the programmer. The physician stated that the programmer did not contain the new info. The pump previously contained baclofen with a concentration of 1564.4 mcg/ml and morphine with a concentration of 5.4 mg/ml. The dose per day of baclofen was 901.0 mcg with a flow rate of 0.575 ml. The pump was actually filled with baclofen with a concentration of 2000 mcg/ml and morphine with a concentration of 25 mg/ml. The pt was actually getting 1150 mcg of baclofen and 14 mg of morphine. Pt tolerated the new drug settings. Calculations were verified by the physician and another tech consultant. Additional info has been requested and will be made as follow up as it becomes available.